Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Last night (B)(6) 2014, the patient ate some (B)(4) chocolates/food and now noticed her symptoms were not being controlled like they were during the trial and implant. It was noted that the trial went well and she felt the stim in the abdomen area. With the implant she felt stim in the right buttock/labia area and it was like a pinching sensation which began again approx. 2 days ago but then the pinching went away. The sensation changes depending on her body positioning. Since the trial/implant she has been able to sleep through the night. Before the trial and implant she was having urgency and urgency of 40 times a day trying everything to help with the symptoms and tried the interstim system as the last resort. The patient confirmed she thought her symptoms were being controlled by 50% or greater except since last night the symptoms returned similar to pre-implant/trial sx. It was confirmed ins was on. The patient was on program 3 at 1.7 (original setting since implant) and increased it to 1.9 today. The patient was assisted. In going from program 3 to program2 at 0.9 to 1.5 and she stated she could feel the stim in the right lower buttock and labia area like she did on program 3. The patient was having her staples/stiches removed on monday (B)(6) 2014. It was later reported that the patient stated: "I'm not getting the results that I anticipated." The patient went for an adjustment on monday at the hcps (healthcare provider's) office. The patient doesn't know what they did but stated they used their patient programmer and it wasn't something she could do with her patient programmer. It was noted that: the trial "was an answer to a prayer." The patient stated she's not reaching 50% and "it's like before I went in for the trial." It was noted that the trial and the first 3 days after surgery "I was fine." The patient didn't do much for those days because she didn't want to "undo" anything the surgeon did. The patient noted going to the bathroom 3 times in an hour. The patient stated: "thursday it was like everything went to hell in a hand basket" and "it stopped working." The patient stated:"I don't know what could have happened. I wasn't doing anything out of the ordinary." The patient currently felt stim but stated "when they adjusted it yesterday" at certain times and certain positions it goes to the bottom of her toes and she feels like they are curling up. It was reviewed that stim should be comfortable and lowering it might help with the toes. The patient asked if that would help with her symptoms. It was noted whether it's comfortable or not she's not seeing results. The patient was on program 3 at 2.0v. The patient's hcp did not give her guidance on how long to keep it on a program. The patient chose to try program 2. The patient switched to program 2 at 1.9v and noted it was too strong and it was making her toes curl. The patient lowered it to 1.6v and reported that was better. The patient stated: "in the mean time if it's only 50%, what do people do the other 50%?" The patient inquired what other patients do to help manage their symptoms. The patient noted that a manufacturer's representative worked with her through the trial and he answered her questions. The patient stated:"I'm not even getting 50% even at 50%, if going 3 times an hour day and night." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID; 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ant3, implanted: (B)(6) 2014, product type: lead. (B)(4).